Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/08/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) was displaying an error message user advisory (ua) 45 (not at "home" position after power-on/restart). To troubleshoot, the customer tried replacing and pulling up the lifeband, also manually resetting the driveshaft; however, the error message persisted. The customer reported that the drive shaft could not be turned manually. No patient was involved.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message ua 45 (not at "home" position after power-on/restart) was confirmed during archive review and initial functional testing. The encoder gearbox was re-installed to remedy the issue. During visual inspection, damaged load plate cover was noted. The autopulse platform is a reusable device and was manufactured in 2005; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple error message ua 45 on the customer reported event date of (B)(6) 2017. The platform failed the initial functional testing due to error message ua 45 displayed after performing few compressions. The home position of the encoder was noted to be out of specification. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load plate cover was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).